Event description:
The customer reported five (5) false positive results with the ID now covid-19 assay. This MFR. Report addresses patient five (5) of five (5). The customer reported a false positive result on a directly tested nasal swab with the ID now covid-19 assay performed on (B)(6) 2021. Pcr confirmation testing was performed on (B)(6) 2021 with a nasal swab that was collected on (B)(6) 2021 and generated negative results (CT value not provided). Per the customer, the patient was symptomatic. Additionally, the patient was placed on quarantine based on the false positive result until they got the pcr confirmation. There was no patient harm due to test results.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: 1221359-2021-03667, 1221359-2021-03668, 1221359-2021-03669, 1221359-2021-03670.